Manufacturer narrative:
Correction: h6. A supplemental MDR was submitted to reflect the correct medical device problem code and type of investigation.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system was not communicating with server and station offline in rss. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network port appears to be off. A field service engineer informed customer to escalate issue to customer information technology (it) department to resolve the network port issue. Fst confirmed that after resolving by the customer it the station is now communicating with the server and is available on remote support services (rss). The system functioned as intended after the field service engineer resolved the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system was not communicating with server and station offline in rss. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.